Event description:
The patient reported they had their device explanted because it was not working correctly. No cause or outcome were reported however additional information has been requested. If received a follow-up report will be sent. Indications for use are as follows: 043 ¿ failed back surgery syndrome

Manufacturer narrative:
Concomitant medical products: product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3708160, serial# (B)(4), implanted:(B)(6) 2008, product type: extension. (B)(4).